Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 133 (7:00am meter) and 196 mg/dl (7:30am lab). Tests were done within 30 minutes with a difference of 24%. Pt has been cleaning meter with alcohol. Checkstrip test was within range. Pt did not experience any adverse events. No further info has been reported.